Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-02507. Related manufacturer reference number: 2017865-2021-02505. Related manufacturer reference number: 2017865-2021-02506. It was reported that there was an infection of the device pocket wound that the physician believed was too deep for antibiotics to treat alone. As a result, the implantable cardioverter defibrillator and all 3 leads were explanted. There were no signs of pocket erosion, endocarditis, or lead vegetation. The patient was asymptomatic and doing well throughout.